Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for a device check. The lead exhibited high pacing lead impedance and high capture threshold over last 6 months. The lead was capped and replaced on (B)(6) 2016 due to fracture. The patient was discharged post procedure and will be followed-up again in 4 months.